Event description:
Customer's wife reported the death of her husband. Caller wanted medtronic to stop shipping supplies. The last blood glucose reading was 233 mg/dl. Caller stated that customer had been sick all year with high blood glucose, customer was stressed out. The cause of death was respiratory arrest and cardiac. Customer was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.